Manufacturer narrative:
Reported event: an event regarding a fractured stem involving a restoration modular stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: {....} "discussion: revision of restoration modular (rm) stem due to distal stem fracture some 18-months post implantation in a male patient of (B)(6) with obesity (bmi = 43). The devices had been implanted during a previous revision for acetabular wear using additional dall-miles (dm) trochanteric plate and cables to stabilize a trochanteric osteotomy that was required for previous stem removal. The trochanteric osteotomy went into pseudarthrosis and the distal stem of the rm device fractured at the transition of healed to non-healed part of the bone. The explant photograph documents the distal rm stem fracture with no issues on the dm-plate or proximal rm-device. X-rays confirm a pseudarthrosis of the greater trochanter osteotomy with loose bony fragment attached to the dm-plate and at least one ruptured dm-cable. The distal rm stem section remains well fixed to the femur, while the distal part of the dm plate is a bit short no other medical information is available. Some comments: - the direct cause of the rm device fracture is quite evident. There is a large area of bone defect condition evident on x-ray proximal of the femoral device fracture in addition to a major trochanteric pseudarthrosis of the osteotomy. The distal rm stem section is well fixed to the bone and thus carries all loads implied upon the device from the hip joint. - this means that the entire proximal rm stem section has been without bone support since the previous revision in 2015 and thus is subject to an overload condition since then. A fatigue fracture after due time is thus quite understandable where most of the fatigue builds up near the transition of loaded to unloaded section of the stem, located just above where the distal stem part becomes well fixed to the bone below the level of the extended trochanteric osteotomy." {.....} "the failure scenario as discussed provides a plausible explanation for the failure around the proximal rm stem section ending in fatigue failure of the distal rm stem section and as such is caused by an adverse mix of patient-related and procedure-related factors after complex revision surgery for previous failed devices leaving significant bony defect conditions and requires surgical intervention that leads to often unavoidable secondary damage to the bone that may compromise the future result. - from the patient-related perspective, there is the patient obesity with a bmi of 43 where 25 represents the upper limit of normal. Excessive weight is however not normally a root cause for device failure although it may magnify the effects of overload conditions from other causes such as discussed and certainly may apply to this patient. - there is no evidence for device-related factors even though no explants materials have been returned for investigation and only an explant photograph was provided. - the device fracture is without doubt the result of the chronic overload condition as caused by a severe bone defect condition with development of a pseudarthrosis of the trochanteric osteotomy around the proximal rm stem section. This pi case is not device related. Procedure-related factors: - unavoidable vascular damage to proximal femur and trochanteric osteotomy during complex revision surgery: - short distal fixation area of dm-plate. Patient-related factors: - major bone defect condition after osteolysis due to wear of previous unknown device. Device-related factors: - none. Diagnosis: - a trochanteric osteotomy required for stem removal in a previous revision went into pseudarthrosis and caused an overload condition around the proximal rm-device ending in a fatigue failure exactly at the level of peak overload." -device history review: a DHR review could not be performed as lot information was not provided. -complaint history review: a complaint history review could not be performed as lot information was not provided. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated "the device fracture is without doubt the result of the chronic overload condition as caused by a severe bone defect condition with development of a pseudarthrosis of the trochanteric osteotomy around the proximal rm stem section. This pi case is not device related." If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Sales rep reported, patient required a trochanteric osteotomy back on (B)(6) 2015 to remove his primary stem. His osteotomy did not heal and created a stress riser at the distal end of his osteotomy. The restoration stem broke at that unhealed interval.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, patient required a trochanteric osteotomy back on (B)(6) 2015 to remove his primary stem. His osteotomy did not heal and created a stress riser at the distal end of his osteotomy. The restoration stem broke at that unhealed interval.